Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's hearing performance with the device declined after head trauma as noticed by the parents on (B)(6) 2017. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the observed accident appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device declined after head trauma as noticed on (B)(6) 2017. The recipient was re-implanted.